Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired while hospitalized in the ICU after undergoing an aortic valve replacement procedure. Due to an unspecified unusual behavior, the patient was connected to an external pacemaker. The patient went into ventricular fibrillation and the physician suspects that the external pacemaker may have paced through the patients intrinsic rhythm. The external pacing may have caused the implanted device to undersense the fine vf due to the amplitude of the paced signal. It was also noted that the physician suspected the possibility the external pacemaker was pacing with no capture, with the implanted device sensing the external pacing as an intrinsic rhythm and withholding pacing therapy, resulting in asystole. The physician believes there was no device malfunction.